Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 305 to 356 mg/dl. Customer reported that she is having issues with her insulin pump. Customer reported that she is not getting the proper dose of insulin. Customer reported symptoms related to their high blood glucose levels included nausea, thirst, and hunger. Customer reported that the insulin pump also alarmed no delivery during manual prime. Customer reported that the event was resolved by changing the infusion set and reservoir. Product is expected to return.